Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device was unable to discharge due to malfunction of paddle. The paddle was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to damaged paddle. The root cause of the paddle damage could not be determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to discharge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.